Event description:
The customer contacted baxter's service center reporting a connection issue which occurred on the homechoice (hc) during dwell 3 of 3. The caregiver (cg) stated that somehow a solution bag got disconnected and she knew she had to end the therapy but needed assistance. The cg stated that since she was in dwell 3 of 3 she will not restart the therapy. The cg stated she is going to the peritoneal dialysis registered nurse (pdrn) center later today and will inform them. The technical services representative (tsr) assisted the cg to end therapy. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that their large green supply bag had disconnected from the setup, and that he did not notice anything unusual about the supplies that may have caused the separation. The hp stated they are new to therapy and may have something to do with it. After starting over with new supplies, therapy went well. There were no samples available and he did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported problem. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.